Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has woken up at random times (in the past), with elevated blood glucose levels. Highest bg level was reported at 450mg/dl. The customer takes several steps to address elevated bg levels: they initially try to deliver a bolus, if that does not work, they change the site, and if that does not work, they take injections until the injections work. Recommendation was made that the customer call tandem technical support and troubleshoot, or consult with a healthcare provider when experiencing a high blood glucose.